Manufacturer narrative:
The only pt info is that which is on the medwatch form. From that report, it is concluded that the pt did not require any medical intervention and that no injury was sustained. On october 12th, 2005 the customer called technical assist support to ask about testing the air blood detector on the machine. This info was emailed to the customer. He discussed with the clinical assist support the proper procedure for clearing the air in blood alarm as well as making sure the facility's biomedical technician was using the correct tubing when they calibrated the pt sensor. On october 13th, 2006, facility's registered nurse, reported that she no longer had any pt details about the incident. She stated that gambro had investigated the incident and referred her to gambro territory mgr. The gambro territory mgr remembered the incident, but had no specific details. Gambro clinical specialist did a training session the week of may 8th, 2006, for the continual problem the facility was having with the air in blood situations. She reviewed "air in blood" procedure with return demonstrations with several staff members. Other staff talked her through how they do the procedure. She reviewed exactly how the procedure needs to be done. Some staff were doing it perfect, some varied a little in their technique. Again, she suggested to always (including during prime) keeping the arterial and venous lines at the line. Not above and not below. She also instructed them to do the air in blood procedure exactly how the procedure is written. She suggested they keep a copy of the procedure in the room for guidance.